Manufacturer narrative:
Radio frequency alarm due to problem isolated to radio frequency board. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failed self test and the alarm drains the battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarm but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.